Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a 20g x 1.16in (1.1 x 30 mm) w/ y non-pvc intima ii plus leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, at 9:51 am, a coronary scan was performed on patients. Medical staff were normal during the operation of the implanted needle. The indwelling needle was successfully implanted. The radiology staff used the coronary scan conditions to test and push before (high-pressure syringe: 5.0ml / s) everything was normal, and the patient has no adverse reactions. At this time, the indwelling needle's condition was normal. When the scan was performed, the enhanced medication was injected together with the sodium chloride injection. The needle leaked and the medicine burst out of the needle tube. "The relevant staff immediately stopped scanning and inspected it, and found that the heparin cap indwelling the needle was poured out of the medicine solution. Communicated with the patient, and after the patient was comforted, the attending doctor would take him back to the ward firstly, to got the patient's understanding. Observed the patient for no adverse reactions."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 7290350. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that a 20g x 1.16in (1.1 x 30 mm) w/ y non-pvc intima ii plus leaked. The following information was provided by the initial reporter: "on (B)(6)2020, at 9:51 am, a coronary scan was performed on patients. Medical staff were normal during the operation of the implanted needle. The indwelling needle was successfully implanted. The radiology staff used the coronary scan conditions to test and push before (high-pressure syringe: 5.0ml / s) everything was normal, and the patient has no adverse reactions. At this time, the indwelling needle's condition was normal. When the scan was performed, the enhanced medication was injected together with the sodium chloride injection. The needle leaked and the medicine burst out of the needle tube. "The relevant staff immediately stopped scanning and inspected it, and found that the heparin cap indwelling the needle was poured out of the medicine solution. Communicated with the patient, and after the patient was comforted, the attending doctor would take him back to the ward firstly, to got the patient's understanding. Observed the patient for no adverse reactions."